Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device available for evaluation. Device evaluation: device evaluated by manufacturer; additional information: codes updated, the axium coil was returned for evaluation and the clinical observation was confirmed. The instant detacher (ID) and the proximal tip of the pushwire containing the tack weld replacement (twr) crimps were not returned; therefore, any contributing factors from these could not be assessed. As received the implant coil was in good condition and still attached to pushwire. The axium pushwire was found broken on the proximal end with the release wire extending out. The pushwire was found intact distal to the break indicator at the manual detachment location (via hypotube). All other subassemblies appeared to be normal and no other anomalies were observed. During evaluation, the pushwire was intentionally broken distal to the break indicator and the release wire was pulled out successfully detaching the implant coil. We are unable to definitively determine the cause of non-detachment; however, based on our analysis findings user context may have contributed. It is possible that the pushwire breaking at an incorrect location led to the reported difficulty during the manual detachment attempt. A break in the pushwire at an incorrect location can lead to sharp edges on the hypotube, and to subsequent breaks in the pushwire. All parts of the pushwire which could affect the detachment were found to be within specifications. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium coil instructions for use (IFU): directions for use: if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been received and device evaluation anticipated, but not yet begun. Upon completion of the device evaluation a supplemental report will be filed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of small cerebral aneurysm, this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). The coil was removed from the patient. A new device was used to continue and procedure completed successfully. No patient injury was reported.